Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level went over 320 mg/dl while wearing the pod between 37 and 48 hours. The pod reportedly was coming loose and not sticking well to the infusion site (arm), causing the cannula to dislodge. The patient had to remove the pod because it was about to fall off. As treatment, the patient applied a new pod.